Event description:
The customer reported that the left monitor went black during fluoro. The system was removed from the room, and another c-arm was used to finish the case.

Manufacturer narrative:
The ge service rep installed the sbc upgrade kit, replaced the image processor, display adapter, hard drive, and replaced the x-ray controller with gib board. He loaded the software, reloaded the calibration files and dicom information. The system functions as intended.